Event description:
During a routine device change out the physician observed externalized conductors. The patient was asymptomatic. No electrical issues were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.